Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels for approximately a month. Reportedly, the customer's bg levels elevated above 400 (mg/dl) and the customer was taken to the emergency room (ER) for ketones and dehydration around (B)(6) 2016. While in the ER, customer was treated with an insulin injection and released with a bg level of 220 (mg/dl). Reportedly, the customer believes that the pump is not delivering insulin properly. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Review of pump data did not reveal any alarms. Customer indicated that they would continue using the pump until the replacement pump arrived.